Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with heavy calcification and no tortuosity. Two pre-dilatations were performed. The 3.5x23mm xience skypoint stent delivery system (sds) was advanced and was retracted to place the stent at the correct position before the inflation. However, the stent dislodged from the balloon prior to inflation. There was no resistance noted prior to the dislodgement. The physician managed to pass a balloon inside the dislodged stent in attempts to position the stent. The stent touched the ostial calcification and an accordion effect [crushed] was noted. Another balloon was inflated to open the stent. Post implantation, a proximal edge dissection occurred. An additional stent was used to treat the dissection. A small aortic dissection also occurred without any damage to the patient and was not treated. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation was unable to be confirmed. The stent implant was dislodged and not returned (in patient- left in) confirming the reported stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, factors that may contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. The reported material deformation appears to be related to circumstances to the procedure as it is likely the stent was damaged (crushed) due to handling after the reported stent dislodgement. The reported patient effect of dissection is listed in the xience skypoint everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect of dissection, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. A conclusive cause for the reported patient effect of dissection, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.